Event description:
It was reported that on (B)(6) 2009: the patient presented with preoperative diagnoses of failed back surgery with prior decompression at l4-5 and l5-s1 with increased back and radicular leg pain. Patient had undergone a previous decompression, then developed progressively more and more back pain, and some leg pain. A repeat MRI showed he had advancing degenerative disc disease, protruded discs at l4-5 and l5-s1 with foraminal and central stenosis. The patient underwent the following procedures: 1. L4-5, posterior lateral spinal fusion; 2. L4-s1 posterior instrumentation, screws and chrome rod; 3. Right iliac crest bone supplemented with two large rhbmp-2/acs kits and local bone graft. Rhbmp-2/acs and copious bone graft was placed spanning from l4 to the sacrum on both sides. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient underwent: l4-5, posterior lateral spinal fusion; l4-1 posterior instrumentation, screws with cobalt chrome rod; right iliac crest bone supplemental with two large rhbmp-2 kits and local bone graft. Preoperative diagnosis: failed back surgery with prior decompression at l4-5 and l5-s1 with increased back and radicular leg pain. Per-op notes: ¿isolating the lateral gutter, decortication was completed, the wound was thoroughly irrigated out with 1000 ml irrigation solution and copious bone graft was placed in two large rhbmp-2 kits for a total dose of 24 milligrams. This was placed spanning from l4 to the scarum on both sides. Once this was done the laminectomy site was checked for any loose debris, covered loosely with gelfoam and attention was turned to closure.¿